Manufacturer narrative:
IFU was reviewed and it includes hypotony as a known complication and adverse reaction. The device history record for the lot reported was reviewed for compliance and no issues were observed. Product was manufactured, tested, and released in compliance with nwm procedures. The sample was tested and met the acceptance criteria; therefore, the issue reported could not be confirmed. The valve was within the range of the intended functioning of the device.

Event description:
Dr. (B)(6) stated that the valve was implanted and due to over perfusion was removed.